Event description:
It was reported by the customer that on (B)(6) 2010, an aiming beam fired straight out of the fiber due to a very fibrous gland at 67,329 joules. Also, it was reported that the fiber tip was cleaned during the procedure. The device was not returned for evaluation.